Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Performed visual inspection of the sensor plug assembly, no failure modes were observed. The sensor applicator and sensor pack were not returned, therefore, issue will be closed to no product return. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent inserter needle issue was reported with the abbott diabetes care (adc) device and the customer was therefore unable to apply the device and monitor glucose levels. It was reported that the customer had a sensor and they had difficulties applying as the applicator needle was bent. Customer stated they attempted fixing it and applied the sensor. Customer stated the sensor did not work properly afterwards and was not providing them with readings. As a result, the customer experienced a seizure and was unable to self-treat. The customer was given sugar in water by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent inserter needle issue was reported with the abbott diabetes care (adc) device and the customer was therefore unable to apply the device and monitor glucose levels. It was reported that the customer had a sensor and they had difficulties applying as the applicator needle was bent. Customer stated they attempted fixing it and applied the sensor. Customer stated the sensor did not work properly afterwards and was not providing them with readings. As a result, the customer experienced a seizure and was unable to self-treat. The customer was given sugar in water by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction for section g3 date of received mfg.

Event description:
A bent inserter needle issue was reported with the abbott diabetes care (adc) device and the customer was therefore unable to apply the device and monitor glucose levels. It was reported that the customer had a sensor and they had difficulties applying as the applicator needle was bent. Customer stated they attempted fixing it and applied the sensor. Customer stated the sensor did not work properly afterwards and was not providing them with readings. As a result, the customer experienced a seizure and was unable to self-treat. The customer was given sugar in water by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent inserter needle issue was reported with the abbott diabetes care (adc) device and the customer was therefore unable to apply the device and monitor glucose levels. It was reported that the customer had a sensor and they had difficulties applying as the applicator needle was bent. Customer stated they attempted fixing it and applied the sensor. Customer stated the sensor did not work properly afterwards and was not providing them with readings. As a result, the customer experienced a seizure and was unable to self-treat. The customer was given sugar in water by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.